Event description:
It was reported that sparks were observed from the merlin@home transmitter. The transmitter was returned to resolve the event. The patient did not experience injuries or adverse consequences due to the event.

Manufacturer narrative:
The field complaint of the patient seen sparks from transmitter was not verified as the event was unable to be reproduced. The visual inspection revealed no physical damage to the unit. The unit was plugged into a working ac electrical outlet and powered on successfully. The unit proceeded to boot up to sleep mode, which is considered normal behavior for a transmitter. The patient data was deleted successfully. In conclusion, there were no sparks throughout the analysis process and there were no issues or malfunctions present with the unit. The transmitter functioned as intended.